Manufacturer narrative:
The patient is (B)(6) in height. An event regarding femoral and baseplate loosening involving a triathlon femoral component was reported. The event was confirmed. Medical records received and evaluation: from a clinical perspective and by exclusion of other factors, an adverse mix of procedure-related factors regarding cementation technique further aggravated by a patient-related factor of obesity is the most probable failure scenario but cannot be proven as based on the current information. Early postop primary x-rays might help further. Device history review: review determined that the lot was manufactured and packed to specification. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, early postop primary x-rays, patient history and follow up notes are needed to determine the root cause for the reported event.

Event description:
The arthroplasty was revised due to femoral and tibial loosening the components implanted in situ for ~6.25 y. The tibial and femoral components were revised. The patient presented with a maximum ucla score of 5 three months prior to revision surgery and a maximum score of 8.

Manufacturer narrative:
An evaluation of the device cannot be performed as the devices were retained at (B)(6). Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
The arthroplasty was revised due to femoral and tibial loosening.the components implanted in situ for ~6.25 y. The tibial and femoral components were revised. The patient presented with a maximum ucla score of 5 three months prior to revision surgery and a maximum score of 8.